Event description:
Complainant alleged that while powering on the device, the nurse received an unintended delivery of energy. Complainant indicated that the nurse did have "pain in their arm for forty-eight hours" after the event. Complainant indicated that the facility's biomed department was unable to duplicate the reported malfunction. Complainant indicated that there was no patient involvement in the reported malfunction.